Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The pressure transducer pc boards were replaced but not returned for investigation. No ventilator logs were provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.